Manufacturer narrative:
H3 - other: device not returned for investigation. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Reporter phone: (B)(6).

Event description:
It was reported that the device had insufficient pressure in the air bag upon inflation. There was patient involvement and there was patient harm/adverse event reported. The patient had to be re-intubated. The device is not available for return as the product has been discarded by the hospital.